Event description:
The complainant reported an 81-year-old male patient presenting for myocarditis. Upon being placed on impella support, it was noted that the patient developed worsening aortic regurgitation. After repositioning of the pump failed to relieve the issue, ECMO was initiated and the condition stabilized.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records.

Event description:
During support, the patient also experienced thrombus, the resolution for this issue is unknown. Additionally, it was reported that the patient died from intestinal necrosis. No further information is available. There is not enough information to exclude the impella device as an associated factor in the patient's demise.